Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic right hemicolectomy, the bleeding occurred when the device was approached to the head side. The device was used on the transverse colon mesentery. The surgeon performed a gauze compression, and bleeding spots were found quickly. The small laparotomy was performed then, the hemostasis was completed. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/27/2022 additional information was requested and the following was obtained: how big the vessel that the device was used on? => no further information will be available. What power level setting was used on the generator during the procedure? =>no further information will be available. Were there any generator errors during the procedure? => no further information will be available. What was the approximate amount of blood loss? => no further information will be available. How was hemostasis achieved after the laparotomy? => no further information will be available. Was the reason for the creation of the small laparotomy solely due to the hemostasis issues with the device or were there other contributing factors? => no further information will be available. What is the patient's current status? => it is no problem. This ae was found in the surgeon's seminar. The sales rep is difficult to contact the surgeon to obtain additional information because is is neither a timely case nor a literature. We cannot get further information."